Manufacturer narrative:
(B)(4). Date sent: 2/28/2024. D4: batch # 338c36. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload was received. The reload was received unfired, with an open package and with damage on reload deck. No functional test was performed due the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 338c36, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a respiratory surgery, the staple on the middle was protruded when retaining cap was removed. The device was not used on the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.